Event description:
A cartridge alarm 20 occurred during insulin delivery. There was no adverse impact to the customer's blood glucose level. Despite efforts to load a new cartridge, the alarm persisted, prompting tandem technical support to arrange a replacement of the pump. The customer was instructed on how to put the pump into storage mode before returning it and agreed to send back the faulty pump using a pre-paid label. There was no interruption to insulin delivery as the customer planned to continue using the current pump until the replacement arrived.